Event description:
MFR received a report from medwatch alleging that a resident was pushing the control button on the wheelchair when the button allegedly got stuck, causing the chair to spin out of control and throw restient from the wheelchair, as a result of the incident, the user sustained a fractured right shoulder.